Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 94 mg/dl and 453 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed. The reported readings were found in the meter's memory log. This is the final report.